Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to resolve the occlusion. There was no reported adverse impact to customer's blood glucose.

Event description:
Additional information received. Distributor reviewed history and found multiple occurred on (B)(6) 2021. Customer changed cartridge during this time. Distributor performed occlusion test and found the pump to be functioning properly. Reportedly, pump was returned to customer.